Manufacturer narrative:
Atrial fibrillation is generally a result of known potential adverse effects per corevalve instructions for use (IFU), such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. It is a potential procedural complication associated with any cardiac or thoracic procedure, open or catheter-based, and can often be treated with medication. In this case, the patient was treated with the implant of a permanent pacemaker.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, new onset complete heart block (chb) was revealed-which required implant a single lead permanent pacemaker. It was reported that a preoperative electrocardiogram (ECG) revealed atrial fibrillation (afib). The device remains implanted and there were no additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. (B)(4). Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). Conduction disturbances do not indicate a device malfunction or potential manufacturing issue. The device remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.